Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. (B)(6). (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that two lenses model, pcb00 monofocal iols (intraocular lenses) were broken when introduce into the patient's eyes. Lenses were removed and replaced in the same procedure. Incision was enlarged in order to remove the iol from the eye. There was no vitrectomy nor sutures required, however. The customer stated that he was no longer happy to use pcb00 preloaded lens. Through follow-up, patient's vision has improved with very good vision. No additional information provided. This report is 1 of 2.

Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 03/18/2019. Device evaluation: the preloaded delivery system was returned at the manufacturing site for evaluation. Visual inspection showed that the plunger and pushrod were in advanced position. Residue of lubricant material was observed on the cartridge but no damages were observed. The intraocular lens (iol) was not returned with the preloaded device. The condition of the returned sample was consistent with a device that was handled and prepare for surgical process. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that one additional complaint for this order number was received (MDR 2648035-2019-00228). No product deficiency was identified. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.